Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the clip was not well positioned on the tip of the needle.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. If the sample or lot number and/or additional pertinent information becomes available, a follow up report will be filed. While no specific conclusions can be made regarding the cause of the event, it should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.